Manufacturer narrative:
Device passed displacement test, self test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing. However, pump error 79, pump error 2, and pump error 63 alarm confirmed in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms and the insulin pump is not working. Customer's blood glucose level was unknown at the time of incident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.